Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA had no needle on the patient end. The following information was provided by the initial reporter: material no. 320122, batch no. 9317862. It was reported that one pen needle had no needle on the non patient end.

Manufacturer narrative:
H6: investigation summary customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield with the shelf carton from lot # 9317862. Customer states that one pen needle had no needle on the non patient end. The returned pen needle was examined and exhibited a broken non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen see h.10.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA had no needle on the patient end. The following information was provided by the initial reporter: material no. 320122 batch no. 9317862 it was reported that one pen needle had no needle on the non patient end.